Event description:
It was reported that during a laparoscopic endometriosis procedure, the balloon burst. No damages were found with device when checked before the procedure. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did any piece fall into the patient? No. If so, was it retrieved? N/a. Did the issue occur pre-operative or intra-operative? Intra-operative. Was this the initial use of the device? Yes. What fill volume was used? 5cc to 7cc. How long has the surgeon been using this device? No information. What other devices were used in conjunction with the device? No information. Was the sales rep present during the event? No information.

Manufacturer narrative:
(B)(4). The returned device (a) was found to be fully functional. The devices are tested twice during production, first after tip assembly and again prior to packaging. A valid lot/batch number was not received therefore the device history review could not be performed. The returned device (b) had the tip of the balloon pulled off of the shaft. This can occur with aggressive use of the device. The devices are tested twice during production, first after tip assembly and again prior to packaging for shipment. A valid lot/batch number was not received therefore the device history review could not be performed. Device b additional information: batch # unk, expiration date: unk, manufacturing date: unk.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.